Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run and the triggers were jammed. Therefore, the reported condition was confirmed. It was noted that the electric motor was damaged due to corrosion and the trigger components were worn. The assignable root cause was determined to be due to improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device stopped working. The event was not reported to have occurred during surgery. There were no delays to a planned surgical procedure. A spare device was not available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was incorrectly reported that it was unknown when the event occurred. The event occurred during a training session. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.